Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to migration. We opened the anchors and pulled the leads down. Leads remain implanted. Should additional information be received this file will be updated.